Event description:
Patient had heart transplant three years ago. Patient grew mycobacterium avium complex from gortex membrane on last year. Patient returned for follow-up testing and tested positive mycobacterium chimaera infection in (B)(6) 2017.